Event description:
The surgeon was using the endo gia stapler on a right video-assisted thoracoscopic surgery (vats), wedge resection right lower lobe of the lung. A reload was inserted on the stapler. The reload did not fire. Another reload was inserted on the stapler and the stapler fired. The manufacturer wants the device to be evaluated.